Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother's mother reported via phone call that the insulin pump alarmed no delivery, they changed the set but the piston did not stop when reaching the reservoir and the insulin pump primed the entire reservoir. Then they were unable to exit the prime loop. It was advised to revert to a back-up plan. Mother stated the customer reverted to insulin pens. Mother did not recall the blood glucose level at the time of the incident but stated it was elevated. The insulin pump is out of warranty and would not be replaced or returned for analysis.